Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The patient developed shocks around stimulator after it depleted. Reprogramming was attempted. The stimulator was explanted and replaced in 2007 with a prime advanced system. The device was used 24 hours a day, and was in a continuous dual stim mode.